Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. Due to the occlusion alarm, the customer was unsure how much of the original bolus had been delivered and delivered an additional correction bolus which led to a low blood glucose (bg) level of 40 mg/dl. The customer consumed carbohydrates to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned and no failure related to the bolus delivery issue was identified.